Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to pull the medication, and the code was not working. When attempting to issue tramadol 50 mg tablets for the patient, the system did not allow the user to pull the medication via override; however, other users were able to locate and pull the medication without issue. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had network issue and unable to pull medication and codes were not working. A technical support specialist investigated the issue and identified that the device was offline and not syncing via myqlink, indicating a network connectivity issue. The tss informed the user to coordinate with the it/network team to restore network connectivity, as both rss and lmi showed the device was offline for an extended duration. The tss reviewed medication transactions and noted irregularities due to syncing downtime and explained potential causes related to medication availability and override access. Follow-up was performed with the user, and confirmation was received that the issue had been resolved and the system was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.